Event description:
Severe swelling of the right knee [joint swelling], painful right knee [arthralgia]. Case description: a spontaneous report was received on (B)(6) 2010, from an hcp regarding a (B)(6) female patient with a history of osteoarthritis of the right knee, initials (B)(6), who experienced a severe reaction of swelling and pain in the right knee after starting synvisc. On (B)(6) 2010, a report was received from the patient's hcp, the report contained the following information: the patient received two injections of synvisc into the right knee on (B)(6) 2009 and (B)(6) 2010. The patient's hcp reported that the patient experienced a swollen and painful right knee following the first injection of synvisc which resolved some time before the second injection. Following the second injection, the patient experienced a more severe reaction of pain and swelling in the right knee. The patient was put on bed rest and there was no improvement at the time of that report. The hcp also provided the lot number information for the synvisc injection the patient received, the lot number was v0906 with an expiration date of 07/20/12. The hcp also reported that the patient had received three injections of synvisc in the left knee with a different lot number and had no problems, and inquired if there was a problem with the lot number used in the right knee. At this time an information request was sent to the hcp for additional information. On (B)(6) 2010, a response was received from the hcp to the information request wherein the hcp provided the following information: the patient had a history of moderate grade osteoarthritis in the right knee since the past five years, and has prior joint narrowing and osteophytes. The patient has received nsaid's in the past. The concomitant medication the patient was on during the synvisc injections was xylocaine. The hcp reported again that the patient had received synvisc in (B)(6) 2009 without any problems and that there were no known drug allergies in the patient. The patient received the first synvisc injection into the right knee on (B)(6) 2009 and the second synvisc injection on (B)(6) 2010. The hcp noted the case onset date as (B)(6) 2010. In the opinion of the hcp, the adverse events of swelling and pain in the right knee were of moderate severity and possibly related to the synvisc injections. The hcp also noted that the possible precipitating events that led to these adverse events was a possible reaction to either synvisc or to xylocain. The patient was treated with ice and was given 30 mg of prednisone per day. According to the hcp, the patient has recovered from both these adverse events and the offset date for both the events was (B)(6) 2010. On (B)(4) 2010, additional information was received in the form of qa results: the production and quality control documentation for lot# v0906, with expiration date of 07/12 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# v0906, with expiration date of 07/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.